Event description:
Guidewire stuck and unravelled when attempting to withdraw it from patient. Similar events have occurred with this product, several times over last 6 months. Discussed here and with representative from the company that supplies the kit.